Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified for the picture going black. Unable to replicate this event with the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The subject device was tested with ltf-vh & ltf-s190-5 scopes but the video output signals and images were present for 15 minutes without issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the picture went black on the visera elite video system center, during an unknown procedure. The customer attempted changing out the scopes but the issue did not resolve. There were no reports of patient harm associated with this event.